Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during dwell 3 of 4. The baxter technical representative (tsr) explained that the unused line was open and assisted the home patient (hp) to cycle power; se 2367 occurred. The tsr then assisted the hp to remove the cassette. The hp stated that hp knew how to remove the cassette. The tsr advised the hp to inform the registered nurse(rn) regarding the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed because the patient reported having a clamp open on an unused supply line during therapy.the cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA. A batch review could not be performed as the lot number was unknown.